Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and the main body of the twist clamp. Functional tests including leak, clear passage and clamp function tests were performed with no issues noted; however, the sample did not meet specification due to the separation. The reported condition was verified. The cause of the condition was determined to be manufacturing related caused by an inadequate solvent bond between the female connector, insert chip and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.